Manufacturer narrative:
B3 & d6b: (B)(6) 2020, (B)(6) 2020, (B)(6) 2021, or (B)(6) 2021. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to removed a mobi-c implant and convert the patient to a fusion to address wear on the notches of the poly core and instability and possible spondylolisthesis at the affected level. No further information is known.

Event description:
It was reported that a revision surgery was performed to removed a mobi-c implant and convert the patient to a fusion to address wear on the notches of the poly core and instability and possible spondylolisthesis at the affected level. No further information is known.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection the device was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.